Event description:
It was reported that the patient underwent spinal fusion at c6-t2. Approximately two months post op, it was discovered that the rod was disengaged from the construction. No revision was planned at this time. Patient was being monitored.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Unable to determine the cause of the event.